Event description:
It was reported that (2) ems device were used during an unknown procedure. It was reported by the affiliate that both of the ems devices staples would not deliver (feed). Another instrument was used to complete the case. There was no consequence to the pt.